Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device arced/sparked.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: sparking. Probable root cause: 1. Generator power malfunction. 2. Material/design error. 3. Conductive irrigant used. 4. Manufacturing / assembly error. 5. User error. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the device arced/sparked.